Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-28066- device 6 of 7. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 27-august-2024, it was reported by the patient that seven infusion set cannula was crimped after 3 hours of insertion. Infusion set was placed ion abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.